Event description:
Revision surgery - due to unknown reason.

Manufacturer narrative:
The reason for this revision surgery, the agent reported "(revision surgery, no further information)". The previous surgery and the surgery detailed in this event occurred 1 year and 4 months apart. Note: the previous and revision d-ticket was not provided to verify the item. They did not provide enough information to search for the previous d-ticket. This evaluation is limited in scope as the item associated with this investigation was not returned to djo surgical - austin for examination. The surgery was completed as intended and without incident. If additional information regarding the reported event is submitted at a future date, this investigation will be re-evaluated. There was no information submitted with this complaint about any patient activities, accidents, or medical contraindications that may have contributed to the reported event. There were no findings during this evaluation that indicate the reported device was defective. The surgeon performed this procedure to remedy the patient's condition. No further action is deemed necessary. A review of the device history record (DHR) shows that the reported component used in the previous surgery, when released for use, met design and manufacturing requirements. There was a ncmr#59422 associated with the main part #508-32-104, baseplate, glenoid ha-coat, rsp, 6.5mm x 30mm, which documents that out of 15 parts lot, 1 part was rejected by vendor due to coating was missing. Later the rejected parts were found with no defects and accepted after proper justification. All other items in the lot were met with the design, fit and function requirements. The device was verified to have gone through an acceptable sterilization process and was within its expiration date at the time of the previous surgery. Customer complaint history of the reported device showed no present trends or on-going issues that are needing a review. The root cause of this complaint was a revision surgery due to unknown reason. No information was submitted with the complaint regarding pre-existing conditions of the patient or any activities the patient was involved in that may have contributed to the event. There are multiple factors that may also contribute to an event that are outside the control of djo surgical.

Manufacturer narrative:
The reason for this revision surgery, joint instability and pain/discomfort over time. Upon review of implanted devices, all implants were appropriately fixated with no loosening or implant failure. During revision surgery: removal of 40mm glenosphere and liner, implanted a 44mm head and liner for increased joint stability. Increased offset through use of an 8mm spacer to increase soft tissue tension and joint stability root cause: the root cause of this complaint was a revision surgery due to joint instability and pain/discomfort over time. No information was submitted with the complaint regarding pre-existing conditions of the patient or any activities the patient was involved in that may have contributed to the event. There are multiple factors that may also contribute to an event that are outside the control of djo surgical.

Event description:
Revision surgery - joint instability and pain/discomfort over time.